Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no examination of the explanted components and no surgical pathologic diagnosis of metallosis, pseudotumor or definitive description of altr, trunnionosis, alval or prosthesis related pathology are noted. Mars MRI findings are consistent with an injected trochanteric bursitis with no evidence of muscle destruction or pseudotumor formation. Description of "blackened material seen after knocking the head off ' is inconsistent with simply placing a ceramic head directly on a worn trunnion without using an adapter sleeve. With consistently benign x-rays, symptoms typical of trochanteric bursitis and iliopsoas tendinitis, the later, possibly related to inadequate cup medialization as evidenced by x-ray dated (B)(6) 2015, there is no evidence that this clinical picture is due to trunnionosis after less than one year in situ. The unremarkable blood cobalt and chromium ion values are neither diagnostic of trunnionosis nor convincing indications for revision surgery.¿ -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event of altr was not confirmed nor the root cause determined. Based on a clinician¿s review it noted, ¿no examination of the explanted components and no surgical pathologic diagnosis of metallosis, pseudotumor or definitive description of altr, trunnionosis, alval or prosthesis related pathology are noted. Mars MRI findings are consistent with an injected trochanteric bursitis with no evidence of muscle destruction or pseudotumor formation. Description of "blackened material seen after knocking the head off ' is inconsistent with simply placing a ceramic head directly on a worn trunnion without using an adapter sleeve. With consistently benign x-rays, symptoms typical of trochanteric bursitis and iliopsoas tendinitis, the later, possibly related to inadequate cup medialization as evidenced by x-ray dated (B)(6) 2015, there is no evidence that this clinical picture is due to trunnionosis after less than one year in situ. The unremarkable blood cobalt and chromium ion values are neither diagnostic of trunnionosis nor convincing indications for revision surgery.¿ the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by an attorney that patient sustained personal injuries and was forced to undergo a second surgery to remove the metal head and replace it with a ceramic head. Patient is pursuing a claim. ¿on (B)(6) 2016 a right total hip arthroplasty change of the liner and femoral head and debridement was performed for a pre- and post-operative diagnosis of "status-post right tha with effusion". The operative report notes, "presumed diagnosis was metallosis from metal head and trunnion wear ... Yellowish fluid seen around hipjoint ... There was wear seen at the trunnion with blackened material seen after knocking the head off ... Femoral stem was stable ... Acetabulum stable ... Liner removed ... New 36/0 liner and a 36/minus-5 ceramic head placed on the retained stem and trunnion."